Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng distal release stent was to be used in the esophagus during an esophagogastroduodenoscopy(egd) with stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a stricture due to esophageal cancer. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, after reaching the target area, the physician started deploying the stent by pulling the deployment suture. However, after deploying about a centimeter of the stent, the physician found that the stent would no longer deploy further. The partially deployed stent was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 5 mm. An examination of the stent crochet identified no issues which could potentially have contributed to the complaint incident. The suture was retracted and the stent fully deployed with no resistance noted. It was noted that the catheter bowed during the stent deployment. A visual and tactile examination of the catheter found no kinks or damage. An examination of the skive identified no anomalies. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was received partially deployed. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on october 29, 2015 that an ultraflexesophageal ng distal release stent was to be used in the esophagus during an esophagogastroduodenoscopy(egd) with stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a stricture due to esophageal cancer. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, after reaching the target area, the physician started deploying the stent by pulling the deployment suture. However, after deploying about a centimeter of the stent, the physician found that the stent would no longer deploy further. The partially deployed stent was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.